Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use pump for insulin therapy, and technical support arranged to send a replacement pump with updated software. The customer was informed about the necessary steps, including training and the return of the faulty pump, and they acknowledged understanding the instructions.